Event description:
A malfunction alarm occurred, causing the customer's blood glucose level to rise to 503 mg/dl. The customer performed a correction injection via mdi and did not require additional third-party assistance. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was informed to continue using the pump but advised to call back if the malfunction recurs. The customer declined immediate pump replacement, expressing the need for rest and intending to arrange a replacement later.